Event description:
It was reported that during a laser enucleation of the prostate procedure, the tissue morcellator was needed in order to cut the tissue. However, during the procedure the head of the device was fractured while being used. The equipment could not be repaired during the procedure. The device was replaced, and another device was used to complete the procedure without any complications to the patient. It was noted that the procedure was prolonged for 30 minutes due to the event.